Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device was successfully implanted, however the patient underwent an additional procedure same day due to right atrial (ra) lead and right ventricular (rv) lead were found reversed in the header. The leads were successfully corrected, and the device remains in service. No additional patient adverse effects were reported.

Manufacturer narrative:
Although the device had not been received by the post market surveillance quality assurance laboratory, it was determined that the allegation was a result of unintended user error based upon the information given.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) device was successfully implanted, however the patient underwent an additional procedure same day due to right atrial (ra) lead and right ventricular (rv) lead were found reversed in the header. The leads were successfully corrected, and the device remains in service. No additional patient adverse effects were reported.